Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: 00633405028, constrained liner with constraining ring, 63570402; 00784804301, modular neck taper, 63228859. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-06156.

Event description:
It was reported that a patient was revised due to recurrent dislocation. The head and liner was removed and replaced. Attempts have been made and no further information is available at this time.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device was reported with the wrong MFR#. The initial report should be voided as it was submitted in error. Please see 0002648920-2017-00769.